Event description:
It was reported that the patient experienced unspecified issue with the spectra concealable penile prosthesis (spp). The spp was removed and replaced with inflatable penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.